Event description:
It was reported that the customer went to the emergency room (ER) due to fluctuating blood glucose (bg) levels ranging from 35 mg/dl and a diabetic coma, to 580 mg/dl and a high ketone level identified as dangerous by healthcare provider. The cause of the fluctuating bg levels was unknown. A correction bolus was delivered to address bg level prior to arriving at the ER. Bg was treated with intravenous insulin and saline for the elevated bg; and intravenous saline for the low bg. Reportedly, the customer was released on (B)(6) 2022 with no permanent damage; however, customer indicated bg levels were still fluctuating (bg levels not provided). Reportedly, customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.